Event description:
It was reported that when using the bd pyxis medbank system screen unexpectedly stopped responding while trying to issue medication tramadol for a patient. This incident did not result in any delays in dispensing medication to the patient and there was no patient harm. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the station stopped responding due to multiple applications running in the background. A technical support specialist remoted in and then restarted application to resolve the issue. The system functioned as intended after the technical support specialist troubleshooted the device.